Event description:
Surgical assistant was attempting to use device and when it was plugged into co2 insufflation, the machine read "occlusion". Writer tried new insufflation tubing with no success. With no insufflation, surgical assistant could not continue with her laparoscopic approach. Stryker called into room, and they were not able to solve the issue either. New tower with insufflation was attempted with no success either.